Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical study. Availability to enter this information in section is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 4.7 mg. Therapy date: (B)(6) 2014. The stellarex 0.035¿ otw drug-coated angioplasty balloon is indicated for the treatment of de-novo or re- stenotic lesions in the lower extremities to establish blood flow and to maintain vessel patency. Doesn''t apply. Lot #: 14h1661201 expiration date: 02/22/2015. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6) / study name- illumenate global, patient ID # (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, a stellarex catheter was used to treat the target lesion of the right mid sfa. Approximately 38 months post index procedure, the patient experienced an ''occlusion of right sfa''. A successful revascularization of the target lesion was performed on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.